Event description:
It was reported to medtronic minimed that the customer had to change the pump due to non-performance of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed for the general documentation. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1711k was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer's call. No unexpected anomalies, alarms, or critical pump errors were noted in adapt to confirm any pump anomalies. Unit passed full functional test, including displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, and displacement accuracy test. During testing, no unexpected alarms were noted and unit tested successfully. Proceeded by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted on electronic assemblies noted during visual inspection. Unit functioning properly. The following cosmetic damages were noted: cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked belt clip rails, scratched case, and pillowing keypad overlay. In conclusion, customer allegations were not confirmed when unit tested successfully and no unexpected alarms or anomalies were noted during testing or in download history files. Unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.